Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One r2p sheath and dilator were returned for evaluation. The sample was subject to visual analysis. The dilator is partially inserted into the sheath. The sheath is separated at 119.2 cm from the sheath hub. The sheath coil is unraveling at the tip of the dilator. The outer layer of the sheath is separated from the coil and stretched at the tip of the dilator. The sheath hub is not damaged. The broken piece of sheath without the dilator is 47.5 cm in length. The broken piece has kinks along the sheath. The breakage point is torn. The sheath tip is not damaged or deformed. The complaint can be confirmed for sheath separation. The exact root cause could not be determined. The likely root cause is the sheath was attempted to be removed during increased resistance from a patient spasm. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the involved r2p destination slender was inserted through the radial artery to perform a peripheral intervention. Once intervention was completed the r2p destination was being removed and the radial artery spasmed. As the doctor tried to remove the r2p destination slender elongated and severed and the distal part of the sheath remained in patient. Vascular surgery was called and needed to perform a cutdown surgery to remove sheath. The event occurred intra-operative. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 05 jun 2023: the patient was given medication to treat the spasm when is occurred. Concomitant medical products used with the r2p was balloons.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: cath lab manager the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.